Manufacturer narrative:
(B)(4). Environmental health and safety associate. Event description: this is still under investigation.

Event description:
A female pt had underwent a fistulagram balloon angioplasty of the left thigh doing an arterial venous graft procedure. The doctor used a balloon for a balloon angioplasty. While in use, the balloon "fell apart" leaving a piece in the pt's left thigh fistula vein. The doctor then had to do a cut down to retrieve the piece of balloon from the pt's vein. The piece was successfully removed. A section of the device did not remain inside the pt's body. The pt did require a cut-down to remove the balloon fragment due to this occurrence. According to the initial reporter, pt's present condition is unk.